Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that with bd vacutainer® cat (clot activator tube) plus blood collection tubes there was hemolysis in sample during use. Verbatim: hemolysis in sample during use. The other tube from same patient was ok.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. Bd was unable to confirm the customer¿s indicated failure hemolysis because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported by the customer that with bd vacutainer® cat (clot activator tube) plus blood collection tubes there was hemolysis in sample during use. Verbatim: hemolysis in sample during use. The other tube from same patient was ok.